Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirted during manual prime. Customer's blood glucose level was unknown. Customer reported that the screen had scratches and priming took longer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement accuracy tests. The stop current and run current measurement tests were within specifications. The pump also passed the self test, off no power and a21 error tests. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit filled cannula delivery. Then, the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly was noted. No drive/motor anomaly or unexpected motor grinding noise anomaly was noted. The motor was tested outside of the unit and it passed. The pump had minor scratches on the display window, broken battery tube threads, a missing end cap sticker and a cracked reservoir tube lip. The test p-cap and reservoir did lock in place in the reservoir compartment.